Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During implant, the guidewire was difficult to insert past the distal end of the quartet lead. After several attempts, the guidewire was able to be inserted and the lead was implanted. The patient is stable.